Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that system's uninterrupted power supplies were overloaded. Corrections included disconnecting and redistributing the power supplies. System was tested to factory's specification.